Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in intraoral region #14 it was verified its non- osseointegration . 35 ncm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type iii) and fenestration occurred during surgery.